Event description:
Initial reporter indicated that the pt's surgeon "saw a possible lead break." The pt's following doctor's office reported that the pt may fall with seizures and that may have possibly attributed to their lead issue. X-rays reviewed at physician's office noted that "there is a break in one of the stimulator wires just lateral to the transverse process c7." Revision surgery is tentatively planned.

Manufacturer narrative:
Physician reviewed x-rays. Review of x-rays by the physician revealed a gross lead discontinuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.